Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient felt that the pump was delivering too much medication at the time of the report. The patient started feeling numb in her legs about half an hour prior to the call. It was noted that the patient moved 3 days prior to the report from an elevation of about 2100 feet to 6100 feet. The patient was advised to speak to their health care provider (hcp). The pump was infusing bupivacaine and dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.